Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad) with very severe calcification. The heavily calcified vessel was very difficult to wire, but the balance middleweight universal ii guide wire was eventually able to be advanced to the lesion and a non-abbott atherectomy device was used. No resistance was noted between the guide wire and the non-abbott atherectomy device. After retraction from the anatomy, the polymer coating of the guide wire was noted to be peeling. No pieces of the coating were separated from the guide wire during use in the patient. Another guide wire was used to successfully complete the procedure. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned device revealed that the polymer coating was torn for a length of 7.7 cm, confirming the reported complaint. A review of the lot history record and query of similar incidents in the complaint-handling database could not be performed because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.